Manufacturer narrative:
(B)(4).

Event description:
It was reported there was episodes of nsrvo that occurred due to post paced t wave oversensing. Programming changes were made. The patient was asymptomatic and will be followed normally.